Manufacturer narrative:
The user experienced a high blood glucose event and reported an alert 38 indicating a restart requirement. The user performed restarts and later sought emergency care, where insulin and fluids were administered; based on available information no device malfunction has been identified. The device was not returned for evaluation, and a follow-up MDR will be submitted upon receipt of any additional information.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 500 mg/dl. The user attempted to restart the ilet following an alert 38 and then used backup insulin prior to seeking medical evaluation. The user self-transported to the hospital where they received insulin and fluids and was discharged on (B)(6) 2025 in stable condition.